Event description:
The customer stated that she was hospitalized due to over-infusion of insulin. The customer stated that while priming the insulin pump she received an alarm. The customer stated that she was connected during the manual prime, and that due to the priming problem the entire reservoir of insulin was delivered into her body. The customer stated that she attempted to prime again while connected, and again she delivered the entire reservoir of insulin into her body. The customer's blood glucose levels never became low because she was treated at the hospital in time to prevent them from falling. The customer stated that she did not realize that the screen on the insulin pump was advising her to disconnect during priming. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.